Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the patient remained hospitalized however, the patient was "getting better". Action taken with pd therapy was not reported. No additional information is available.